Manufacturer narrative:
Investigation into this complaint included a customer data review, retain/file sample review, a quality data review, and a complaint history review. Investigation is summarized as follows: customer data review: customer results were reviewed. The runs were valid. The assay met specification requirements as no error codes or flags were displayed for the run controls. The assay and software is performing correctly with correct interpretations. There is no indication that the alinity m sti amp kit (list 09n17-091) lot 400209 is performing outside of established design performance specifications based on the elements reviewed in this section. Retain/file sample review: file sample testing was performed. A product deficiency could not be identified by the file sample evaluation for the alinity m sti amp kit (list 09n17-091) lot 400209. The assay reagents performed as expected and met the assay specification requirements without any error/message codes or performance related flags on the run controls. All replicates passed and there were no instances of false negatives. Quality data review: device history record / batch record review: review of the manufacturing packets for alinity m sti amp kit (list 09n17-091) lot 400209 (including the components) did not identify any issues which could result in the reported complaint. Additionally, the quality control (qc) testing for the alinity m sti amp kit (list 09n17-091) lot 400209 (including the components) met all validity and acceptance criteria. No issues related to the reported complaint were reported during qc testing. CAPA / non-conformance review: a CAPA lot search was performed to identify any existing internal quality records which could result in the reported complaint during production or internal use. No existing internal quality records related to the reported complaint were identified as a result of this review for the reported lot. Complaint history review: a complaint review was performed to identify any similar complaints to the ticket being investigated for alinity m sti amp kit (list 09n17-091) lot 400209. Complaint trending was performed and did not identify an adverse trend. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m sti amp kit (list 09n17-091) lot 400209 was not identified.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m sti assay, list list number 09n17-091, which is the same/similar to the alinity m sti assay, list number 09n17-095, which received FDA approval.

Event description:
The customer reported 1 false negative CT (chlamydia trachomatis) result on the alinity m sti assay. Sample ID (B)(6) was tested on 16-aug-2024 and the result was negative for CT. The customer transmits the amplification curve pictures to their laboratory information system (lis), and observed that for this particular sample, for the CT target, there was an amplification curve, but no cycle number, and the interpretation was "CT not detected", which raised the question. The customer immediately reloaded the same sample on the same instrument (with all the same reagents), and the result was "CT detected", with a cycle number (B)(6). The result had not yet been communicated out of the laboratory. There was no report of impact to patient management. The customer reported that a new sample will be requested from the patient, but to date they have not disclosed any information about the results of a second sample. Thus, the final result communicated to the physicians/patient is unknown as of september 4, 2024.